Event description:
Event description guidant received information that the monitoring voltage status for this implantable cardioverter defibrillator is 2.72v (mol1, middle of life 1; charge time of 9 seconds). There was expressed concern regarding this device's battery longevity.